Manufacturer narrative:
Investigation evaluation: the device was returned with the clip attached. During testing, the handle was manipulated and the clip would not close. Under magnification, it was observed that the hook end of drive wire is no longer engaged in the clip drive and therefore, the clip was partially deployed. A partially deployed clip can also cause clip the rotation difficulty, as reported. The initial evaluation was stopped at this point in order not to deploy the clip completely. The device was returned to the supplier for further evaluation. The following information was provided: the device was to be evaluated for "not closing" and "not smooth rotation." The device was received with the jaws open. When proceeded to actuate the device using the handle to close the jaws, the clip was inadvertently deployed. Thus, no functional testing was possible to confirm the reported issue. No non conformances were observed while inspecting the device under magnification. The device history records for the work orders involved with this device were reviewed. The device was manufactured in february 2016. None of these work orders had devices rejected during manufacturing or final quality control (fqc) inspection for the "will not open" malfunction. No other relevant defects were noted in the records. The "not closing" and "not smooth rotation" issue experienced by the customer could not be confirmed (because the device was in a pre-deployed state) and the root cause could not be determined. No corrective action will be taken at this time for this issue. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The description of event states that the clip would not close and was not smooth in rotation. Our internal investigation confirmed that the clip could not be closed, and upon closer examination, found the clip to be in a prematurely deployed state. This state can directly cause both the inability to close the clip as well as difficulty in rotation. During the evaluation at the supplier to assess the difficulty in closing, attempts to close the clip resulted in prematurely deploying the clip in an open position. The instructions for use state: "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter." The instructions for use state: "close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Further attempts to open or close the clip in this state may cause the clip to prematurely deploy in either the opened or closed position. In regards to clip rotation, the instructions for use state: "clip can be rotated by turning handle until clip is in proper position. Note: rotation may be limited by clinical circumstances and patient anatomy, among other factors." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was received on 01/19/2017: in preparation for a procedure, the user selected a cook instinct endoscopic hemoclip. The end user stated that prior to use, on inspection of the clip, the clip was not closing at all and it was not smooth in rotation. The device was received at cook for evaluation and the clip was partially deployed. The device was returned to the supplier for further evaluation. There was no reportable information at that time. The following was received via the supplier evaluation on 03/15/2017: "the device was received with the jaws open. When proceeded to actuate the device using the handle to close the jaws, the clip was inadvertently deployed [clip deploys in the open position]."